Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the impedance of the right ventricular pacing lead was beyond the expected upper range and that there was oversensing due to non-physiologic signals/sensing integrity counter. There were indications of right ventricular undersensing.

Event description:
It was reported that the lead integrity alert (lia) triggered due to high pacing impedance and a high sensing integrity counter (sic). It was noted that at the time of the lia, the sensing dropped and there were high thresholds. An x-ray revealed a shadow just distal to the sleeve. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.